Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation flow: damage visual inspection: the mis ti cfx fen poly 6x45 (part #: 186727645s, lot #: 310837) was received at us cq without any packaging. Upon visual inspection, the cap was missing from the assembly. The device was scratched and appeared to have been used. The internal thread of the head was deformed. Device failure/defect was identified. Dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the complaint device. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the complaint device was received missing its cap. Scratches and deformed threads were also observed. The device appeared to have been used. However it was not broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code: 186727645s lot #: 310837 the DHR of product code: 186727645s lot : 310837 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 03.06.2021 qty: (B)(4) device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, when opening of the sterile packaging disintegration of polyaxial screwhead happened before the screw attached to the screwdriver. The surgery was completed successfully with 5-minutes delay. There were no fragments are generated. There was no patient consequence. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity unknown) this complaint involves one (1) device. This report is for (1) unk ¿ plates. This report is 1 of 1 for (B)(4).